Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system ippc was not booting up. Review of the system log file showed that malfunction with ippc. As a part of troubleshooting fse found the issue with flex hdd. Fse ordered a new flex hdd and replaced with the old one, the issue got resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated.

Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not booting. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc would not boot and determined it would need the hard drive to be replaced.